Event description:
It was reported that a progav shuntsystem (#fv427t) was implanted during a procedure. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 54 years, height: 170 cm, weight: 80 kg, gender: female.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, some dry and bloody residue tissues on the device were determined. No deformations or damage of the outer housing of the progav could be determined, the measurement of the plane parallelism confirmed this. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the flow in the valve, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav operates not within the accepted tolerance in the horizontal position. The shuntassistant operates within the specified tolerances in the vertical position. An accelerated outflow of progav could be determined. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results : in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our investigation results, we can determine an accelerated outflow and adjustment difficulties in the progav. The determined deposits can be named as the cause for the functional deviation . Organic matter in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. In the hunt assistant we can also determine deposits. The deposits had no effect to the technical properties at the time of the investigation. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.